Manufacturer narrative:
(B)(4). Operator of device unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the side of the bag. Where in the process the leak was discovered is unknown. This report documents no patient involvement or adverse events. No additional information available.